Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo_12.1 implantable collamer lens of -13.5/+6/x81 (sphere/cylinder/axis) into the patient's left eye (os) on 19-mar-2024. On 16-apr-2024 the lens was exchanged with a longer length lens due to a low vault with rotation. The problem resolved. The cause of the event was reported as unknown.